Event description:
It was reported that the pump battery was depleting quickly resulting in pump shutting off. There was no adverse impact to the customer¿s blood glucose value. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.